Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late and capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "capsular contracture baker grade iii". Later healthcare professional reported "abnormal fluid collection around the prosthesis" and "thickening of the capsule". This record is for the right side. The device was explanted.